Event description:
It was reported that a 4.5mm va lcp (variable angle locking compression plate) curved condylar plate and screws were removed from a patient on (B)(6) 2015 due to nonunion. The plate was broken, but none of the screws were broken. A revision was done with another longer synthes 4.5mm va lcp condylar plate. There were no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.